Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-23. H6: investigation summary: customer returned (46) sealed 32gx4mm bd pen needles from lot# 9344160. The customer reported that insulin would not push through pen needle, and when she did the pen needle popped off. 30 out of the 46 returned pen needles were tested for attachment/detachment and flow using a test pen injector: all 30 pen needles were able attach to/detach from the pen injector and expel properly. No defects were observed, therefore, the alleged issue could not be confirmed. The customer reported that the pen needle bent during use. 30 out of the 46 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1, good/good , 0.0092, good. Sample 2, good/good , 0.0092, good. Sample 3, good/good , 0.0092, good. Sample 4, good/good 0.0093 good. Sample 5, good/good , 0.0092, good. Sample 6, good/good , 0.0092, good. Sample 7, good/good , 0.0092, good. Sample 8, good/good 0.0091, good. Sample 9, good/good 0.0091, good. Sample 10, good/good , 0.0092, good. Sample 11, good/good , 0.0092, good. Sample 12, good/good 0.0093, good. Sample 13, good/good , 0.0092, good. Sample 14, good/good , 0.0092, good. Sample 15, good/good , 0.0092, good. Sample 16, good/good , 0.0092, good. Sample 17, good/good , 0.0092, good. Sample 18 good/good 0.0093 good. Sample 19, good/good , 0.0092, good. Sample 20, good/good , 0.0092, good. Sample 21, good/good , 0.0092, good. Sample 22, good/good 0.0093 good. Sample 23, good/good , 0.0092, good. Sample 24, good/good , 0.0092, good. Sample 25, good/good , 0.0092, good. Sample 26, good/good , 0.0092, good. Sample 27, good/good , 0.0092, good. Sample 28 good/good 0.0093, good. Sample 29, good/good , 0.0092, good. Sample 30, good/good , 0.0092, good. All 30 tested samples tested within specification. No defects were observed, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin and was damaged. The following information was provided by the initial reporter: material no. 320555, batch no. 9344160. It was reported that insulin would not push through pen needle and when she did the pen needle popped off, bent, and injured her. Verbatim: called pharmacist to obtain additional product complaint information. Pharmacist stated that the consumer reported pen needles bending during injection. Stated the consumer had to push down hard to complete the injection because nothing was coming out of the pen needle. Stated the pen needle also scratched her. Email received: (B)(6) 2021 14:08:23 - "hello, I am a pharmacist. I have a patient that has had issues with these pen needles. She previously was using the regular nano pen needles and switched over to the pro since the regular ones were not available. She had an issue with injecting her basaglar insulin. She said she couldn't push the medication through and when she did the pen needle popped off, bent and injured her. I've asked her to return her unused needles to me and I've reissued some novofine needles to her. She previously never had an issue with your nano pen needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin and was damaged. The following information was provided by the initial reporter: material no. 320555, batch no. 9344160. It was reported that insulin would not push through pen needle and when she did the pen needle popped off, bent, and injured her. Verbatim: called pharmacist to obtain additional product complaint information. Pharmacist stated that the consumer reported pen needles bending during injection. Stated the consumer had to push down hard to complete the injection because nothing was coming out of the pen needle. Stated the pen needle also scratched her. Email received¿2021-01-25 14:08:23 - hello,I am a pharmacist. I have a patient that has had issues with these pen needles. She previously was using the regular nano pen needles and switched over to the pro since the regular ones were not available. She had an issue with injecting her basaglar insulin. She said she couldn't push the medication through and when she did the pen needle popped off, bent and injured her. I've asked her to return her unused needles to me and I've reissued some novofine needles to her. She previously never had an issue with your nano pen needles.